Event description:
Healthcare professional, later reported, granuloma and lymphadenopathy.

Manufacturer narrative:
The event of granuloma and lymphadenopathy is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: granuloma and lymphadenopathy.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "broken devices". This record relates to left side. Device has been explanted and replaced.